Event description:
End user alleges while occupying the power wheelchair, without the use of a seat belt, he leaned over to retrieve an object from the floor, fell out of the seat and allegedly fractured his leg.

Manufacturer narrative:
No malfunction of power wheelchair suspected. The end user reported not wearing a seat belt while leaning over in the power wheelchair. The hoveround owner's manual warns end users, " always use the seat belt".